Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Suspect medical device: the initial report was inadvertently submitted with the incorrect pump ¿brand name¿. The suspect medical device ¿brand name¿ has been updated to animas vibe. The investigation previously reported was for the correct pump. Animas vibe

Manufacturer narrative:
Correction to follow-up #: the previous follow-up # should have been 1 instead of 2; there is currently only one follow-up for this medwatch at this time.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).